Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were unstable, the swivel was loose, the power switch assembly was stuck, the machined head, control bar, reciprocating arm, needle bearing, external e-ring, and pin were worn, the motor and swivel were corroded, the control bar was out of position, and the device was out of calibration. The machined head, control bar, reciprocating arm, needle bearing, external e-ring, pin, seals, poppet housing, poppet spring, dermatome hinge, dermatome poppet, screws, motor, sleeve, and swivel were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: united arab emirates.

Event description:
It was reported that outside of surgery, there is a variation in the air pressure output, not working properly. There was no patient involvement. During device evaluation, it was reported that motor speeds were unstable. Due diligence is complete, no further information is available.